Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the act button was not responding during a bolus attempt and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.